Manufacturer narrative:
The lot was manufactured between may 15, 2018 - may 17, 2018. Correction/removal report number: 3010291427-09/12/2018-001-r. The actual two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap at the base of the spike port tubing for both samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking around the set port. The leaks were discovered during filling. There was no patient involvement. No additional information is available.